Event description:
It was reported that during an unspecified arthroscopy, the t2 of ultra fast-fix couldn´t be deployed, the t1 implant was removed using a blade. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot is not tightened down. The variable depth straw has been trimmed. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. H11: h2: corrected data on: b5 & h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair, the t2 of ultra fast-fix couldn´t be deployed, the t1 implant was removed using a blade. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.